Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. A visual inspection revealed a kink n the telescope and that the sheath assembly was cut. A microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and in indication of resistance in tracking the guidewire into the catheter was noted. A media inspection of pictures provided by the site was performed which showed a kink in the telescope assembly and a cut in the sheath.

Event description:
It reported that catheter stuck in lesion occurred. The target lesion was located in the severely calcified proximal left circumflex artery. An opticross hd imaging catheter was introduced for lesion visualization. However, the device got trapped in the lesion so the physician cut the shaft and the device was completely removed from the patient together with a guide extension catheter. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It reported that catheter stuck in lesion occurred. The target lesion was located in the severely calcified proximal left circumflex artery. An opticross hd imaging catheter was introduced for lesion visualization. However, the device got trapped in the lesion so the physician cut the shaft and the device was completely removed from the patient together with a guide extension catheter. The procedure was completed with another of the same device. There was no patient injury.